Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not working. Customer declined tandem technical support's offer to perform a pump system check at the time of the report. There was no reported impact to blood glucose. Although multiple attempts were made to contact the customer for additional information, the customer did not reply.